Event description:
Customer reported erroneous high accu tni (troponin I) test result was obtained for one pt sample when using the access 2 immunoassay system. The initial test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. The test results were reported out of the laboratory. Repeat analysis was performed on another access 2 immunoassay system. The test results were within the normal range. It is unk if there was a change to pt treatment. No reports of death or serious injury as a result of this event.

Manufacturer narrative:
Sample was collected in a grenier vacuette 13x100 mm serum tube with gel separator. Sample was described as 'fresh'. Centrifugation for 10 minutes at 2200 in a centrifuge at 22 degree celsius. Customer did not report any result flags associated with erroneous result. Customer stated that there was 'white residue' on the bottom of the primary tube, as the gel layer didn't migrate correctly to separate the serum from the red blood cell layer. Quality control was run twice daily and recovered in range. A system check run on (B)(4) 2010, passed all specs. Customer did not report any event log messages associated with event. Service was not dispatched. Root cause was not determined, but could be related to sample integrity. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for add'l reportable events.